Manufacturer narrative:
The machine was returned to the factory for repair. The service rep confirmed that when the tidal volume was set to 500 milliliters, and delivered 500 milliliters, it was displaying 370 milliliters. The problem was very intermittent, and was difficult to duplicate. The machine has been removed from service and will be use for only training purposes at the factory.

Event description:
The customer reported that while the anesthesia machine was in use on a pt, the unit displayed a low tidal volume reading. The unit was replaced with another anestar machine and the procedure was completed. No pt injury was reported.